Event description:
A hospital in (B)(6) reported via a distributor that the y-piece of five rt236 breathing circuits came apart and there was a leak when the y-piece was re-connected to the circuits. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: only one swivel of the complaint rt236 infant breathing circuits was returned to fisher & paykel healthcare (B)(4). A visual inspection and a pressure test were performed on the returned swivel using a sealed circuit. Results: no physical damaged was observed on the visual inspection as the swivel elbow and swivel wye were tightly connected. The pressure test revealed that the swivel performed within specification. A lot check was not performed as no lot number was provided. Conclusion: we are unable to confirm the fault reported by the customer as no fault was found with the returned swivel of the complaint device. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the damage to the circuit would have caused leak, which would have would have been detected by the automatic leak and flow tester on the production line.